Manufacturer narrative:
Account ordered a replacement left head coiled cable. No further info is available on the repair at this time.

Event description:
Account alleged that the left head coiled cable was cut exposing bare metal wires. Account stated that there were no injuries.